Manufacturer narrative:
(B)(4).supplemental MDR device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. The record was opened after evaluation of a literature review performed for the creation of the clinical evaluation report for the pluerx catheter. The literature was evaluated for malfunctions, serious injuries and deaths. No product code or batch information was identified to aide in the investigation. The rmf-0006-is system hazard analysis is rev 18 was reviewed and the associated patient outcome is identified in multiple areas of the rmf document. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see manufacture narration

Event description:
Verbatim: talc pleurodesis-single use drainage (tp) symptomatic loculation: 20. Followed by moderate or large pneumothorax: 8. Empyema: 3. Cellulitis: 2. Blocked catheter: 4. Tumor seeding: 1 (use error). Pain requiring catheter removal: 7. Bleeding: 1. Ard: 1. Subcutaneous empysema: 3.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a24. Patient problem code: f24.

Event description:
Verbatim: talc pleurodesis-single use drainage (tp). Symptomatic loculation: 20. Followed by moderate or large pneumothorax: 8. Empyema: 3. Cellulitis: 2. Blocked catheter: 4. Tumor seeding: 1 (use error). Pain requiring catheter removal: 7. Bleeding: 1. Ard: 1. Subcutaneous empysema: 3.